Event description:
It was reported that during reprocessing the da vinci si thoracic grasper instrument housing was broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. No cracks or breaks were observed on the housing. The snap tabs were still intact. No damage was found on the housing. Failure analysis also observed insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off. The main tube also exhibited a damaged section with the main tube insulation removed approximately 3.5 from the base of the snake wrist. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.